Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 25-apr-2023. Bd received 15 samples for investigation. Ten (10) of the samples were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® eclipse¿ signal¿ blood collection needle blood continued to flow when tube was removed. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the samplers in the outpatient department of the hospital laboratory have informed me of a malfunction during sampling; indeed, when they remove a tube from the pump body, the blood continues to flow into the pump body (as if the seal at the firing pin was not made). This problem has occurred on several occasions, with different samplers (who have a certain experience in terms of sampling) . Pump body ref (B)(4), lot n° 0000590690. Needle ref (B)(4) , lot n° 2348694.

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 bd vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® eclipse¿ signal¿ blood collection needle blood continued to flow when tube was removed. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the samplers in the outpatient department of the hospital laboratory have informed me of a malfunction during sampling; indeed, when they remove a tube from the pump body, the blood continues to flow into the pump body (as if the seal at the firing pin was not made). This problem has occurred on several occasions, with different samplers (who have a certain experience in terms of sampling) pump body ref 364815, lot n° 0000590690. Needle ref 368838, lot n° 2348694.